Manufacturer narrative:
Unable to perform displacement test, occlusion test or verify under delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test and force sensor test. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery of insulin and customer had high blood glucose value. Customer stated that they were having few issues with insulin pump having some highs can only come down with injections. Customer stated that on wednesday night late, blood glucose was around 10 mmol/l, earlier it was around 20 mmol/l then yesterday got up to 26.2 mmol nothing doing different. Customer¿s current blood glucose value was 14.3 mmol/l. Customer treated with injection pens. Customer declined to performed high pressure test. Displacement test was performed and it passed. Insulin pump will be returned for analysis.